Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, d.9, h.3, h.6. Device evaluation: analysis of the returned device identified that the device was overweight and an opening on the posterior. A visual and microscopic analysis was performed which identified: sharp crease opening on posterior and a crease fold. Based on the device analysis the final assessment is a sharp crease opening on the posterior assessed as a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.